Event description:
Pt had breast implants implanted approx 13 yrs ago. Does not have any info concerning implants. Pt now wants silicone implants removed and replaced with saline. Upon entering the left breast capsule, the implant was found to be ruptured. The implant and as much silicone as possible were removed from the pt.